Manufacturer narrative:
Investigation results: media review: an image provided by the customer showed devices outer carton returned attached to the complaint information. The allegation could not be confirmed. Device analysis findings: the 28 x 2.50mm promus premier ous mr stent delivery system was returned for analysis. A visual and tactile examination of the hypotube found no issues and no issues were identified along the entire shaft polymer extrusion. A detailed microscopic examination identified a stent damage where stent struts were pulled distally over the distal tip and stretched. The proximal section of the stent moved distally on the balloon as a result. A microscopic examination of the balloon material identified no tears, pinholes or damage. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A microscopic examination of the proximal and distal markerbands and tip profile were found no issues. No other device issues were identified during returned product analysis. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this product investigation is assigned the most probable cause classification of cause not established. This code was selected as the most probable complaint cause based on the information available. Analysis of the returned device noted a stent damage resulting in the repositioning of the stent's proximal section. However, the stent most likely encountered resistance during withdrawal after the failed attempts to cross the lesion site, which led to the complaint allegation of stent shifted or moved cannot be confirmed.

Event description:
Reportable based on device analysis completed on (B)(6) 2026. It was reported that crossing difficulties were encountered. A percutaneous intervention procedure was being performed. The 90% stenosed target lesion was located in a non-tortuous and non-calcified lesion in the distal end of the right coronary artery. A 28 x 2.50 mm promus premier drug-eluting stent was advanced for treatment but could not cross through the lesion. The procedure was completed with another of the same device. There were no patient complications reported, and the patient's status was stable post-procedure. However, returned device analysis revealed a stent shifted or moved.